Manufacturer narrative:
Additional information was received and it was learnt that there was no incision enlargement to remove the lens. Another lens with the same model and power was implanted. The patient was reported doing well when discharged. Also the patient's details were received; therefore updated the following fields: (B)(6). Sex/gender: female. Device available for evaluation? Yes. Returned to manufacturer on: 03/08/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 12x microscope magnification showed that the iol had a scratch most probably to make the explant possible. The customer's reported complaint could not be verified. The condition of the return sample did not suggest that the scratch/damage was introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted form the patient's eye in a secondary surgical procedure because of visual disturbances. No patient injury was reported. No further information was provided.